Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. There were no issues during the checkout. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during the case. After the first screw was placed, accuracy on the spine was allegedly off north to south by about 3mm. The only instrument used was the tactile awl with a tera tracker. After resetting the spinous process clamp and tera tracker, and redoing a spin, the system was accurate and the rest of the case was accurate. There was a delay of 10-15 minutes due to performing another spin. There was no impact on patient outcome. A medtronic representative later provided an update and stated that there were no issues during the checkout.

Manufacturer narrative:
Device evaluation: a software investigation was initiated but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. It was noted that frame movement was a suspected cause. If information is provided in the future, a supplemental report will be issued.